Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, seroma-late.

Event description:
Patient reports "pain in the chest area, fatigue, listlessness, insomnia and anemia, as well as accumulation of liquid in her breast (side unknown) and rupture of the left device. Additionally, physician reported rupture and capsular contracture baker grade 4. MRI and ultrasound performed. Device has been explanted.